Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 380 mg/dl while wearing the pod. Symptoms reported include hyperglycemia. Once blood glucose levels were able to stabilize, his doctor told him to put another pod on to go back to this treatment plan. No other details regarding treatment were provided. The patient was released the same day.

Manufacturer narrative:
The case description states that the user experienced a hyperglycemic event. The physical controller was not received for investigation. The android log files from the complaint controller were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files found no evidence of issues with insulin delivery. The patient history buffer data showed that the automated glucose control algorithm was able to appropriately adapt the suggested insulin based on estimated glucose values and user inputs. The system was found to function as intended. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s931usqs5ayh2 hardware: sm-s931u cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Update made to h3 - device evaluated by MFR? - yes.